Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(6) 2015 - litigation papers allege pain and instability in legs.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision reported by sales rep, asr xl - right hip, reason for revision: unknown. Upon opening the hip and removing the femoral head it was realized that a depuy asr femoral head and acetabular cup had been used with a size 9 extended offset ml taper stem from zimmer. The cup and head were revised without incident. Explanted components have been sent to pathology at tufts as part of the required protocol related to patient litigation.